Event description:
It was reported that after an interventional procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, the suture came out of the puncture site. Although hemostasis was subsequently achieved, the method used was not specified. There were no reported adverse patient sequelae and no reported significant delay in the procedure. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the following additional information has been added. The arteriotomy was the right common femoral artery. Hemostasis was achieved using a second proglide device. The physician is reported to be trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture coming out of the puncture site was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.